Event description:
During a ligation procedure, a cook 6 shooter saeed multi-band ligator was used. After 2 bands were successfully deployed, the remaining bands would not successfully hold on the varices [bands slip off varix]. Other than the previously deployed band a section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The handle with trigger cord attached was returned. The barrel and bands were not returned. Movement of the handle wheel was performed and functioned as intended. The trigger cord was dismantled from the mbl assembly to fully investigation the integrity of the trigger cord assembly. The trigger cord assembly was found to be within specification. The lot number associated with this complaint was researched to determine the manufacturing date of the actual bands. We can conclude from these dates that the bands are within the acceptable age date range to ensure the bands maintain their elasticity properties. The device history record for the lot umber said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because of all the components necessary to perform a complete evaluation were not returned. A definitive cause for the reported observation could not be determined. Slippage of the band from the varix can occur if the endoscope is advanced beyond the banded site. The instructions for use advised the use that passing the endoscope over a previously placed band may dislodge the band. The instructions for use caution the user not to apply alcohol to the device. Application of an alcohol-based lubricant or other substance could have contributed to the reported occurrence. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.